Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that there was a single occurrence of a loss of prime warning. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: a loss of prime warning, which was due to a non-zero low force reading and can be indicative of the type of issue that was reported, was observed in the black box data. The pump was exercised for 24 hours, during which no loss of prime warnings were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump case was removed, and no evidence of internal damage or defect was found. During analysis, the pump operated according to the specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.